Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that shutters were not available, unable to move the shutter or control them. Upon technical investigation fse found that frontal collimator was showing fatal errors. To resolve the issue fse replaced frontal collimator. After the replacement of collimator fse performed shutter functionality test, edge filter functionality test. System passes all test. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the collimator shutters were stuck. There was no report of harm. Philips has started an investigation of this complaint.